Manufacturer narrative:
Receive only catheter with poor sample and cap print smear.the catheter was cut into 2pcs. The reported issue was confirmed as use-related. Per visual inspection, sample was evaluated and observed the catheter is broke at catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which results from breakage of the catheter. The tearing looks like the shaft was pulled with external forced that could cause the catheter break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of the conditions above were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. Dimensional results are as follows: 1st piece (catheter shaft) - 39 cm long, 2nd piece - 5.5cm long from tip. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 5 days of use, the catheter broke off inside of the patient. The remaining piece was retrieved with the cystoscope. There was no patient injury reported. It was later reported that the catheter was used on a patient with confusion, disorientation, and the patient had a tendency to pull the catheter during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 5 days of use, the catheter broke off inside of the patient. The remaining piece was retrieved with the cystoscope. There was no patient injury reported. It was later reported that the catheter was used on a patient with confusion, disorientation, and the patient had a tendency to pull the catheter during use.